Event description:
It was reported to philips that the system was unable to power on. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the x ray pc was failed to boot up, the fse indicated that the cause might be with the cable connection. To resolve the issue, the fse reconnected all the x ray pc cable connections, then the system booted up normally. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.